Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further clarified that the patient's does have a congenital anomaly, but it does not impact the situation at hand (bacteremia) and is not deemed as a result of the reported bacteremia.

Manufacturer narrative:
Continuation of d10: 402452 lead implanted: unknown 5076-52 lead implanted: (B)(6) 2004 6947m55 lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to bacteremia infection. An rv lead was partially explanted, the tip and ring remain inside the heart. The patient experienced congenital anomaly. A few days later a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction and additional information: b5.desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to bacteremia. An rv lead was partially explanted, the tip and ring remain inside the heart. The patient experienced congenital anomaly. A few days later a leadless implantable pulse generator (ipg) was implanted. It was also reported that the patient was discovered to have moraxella bacteremia a few months prior. The patient was treated inpatient then discharged and returned to the hospital with fever/chills and was scheduled for a positron emission tomography (pet) scan. The pet scan showed uptake consistent with infection at the level of the morphologic mitral valve. No further patient complications have been reported as a result of this event.